Event description:
During the index procedure, the patient had an endeavor sprint drug-eluting stent implanted in the lad. A dissection is reported to have occurred during the procedure and an additional endeavor sprint drug-eluting stent was implanted in the lad to treat the dissection. The investigator assessed that the event was not related to the (B)(4) device. The patient recovered with treatment.

Manufacturer narrative:
(B)(4). Results: inherent risk of the procedure (dissection).